Manufacturer narrative:
Continuation of medical products: 40025 tissue valve, implant date: (B)(6) 2017. Product event summary: the partial lead in segments was returned, analyzed and no anomalies were found. The distal low voltage electrode of the lead was covered in body tissue/fibrotic growth. Visual analysis of the lead indicated apparent explant damage. The analyst noted that the outer insulation was found breached at 14.3cm, minimal blood visible in proximal conductor, occurred at time of explant. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the right atrial (ra) lead had high thresholds. The lead was explanted and replaced. No patient complications have been reported as a result of this event.